Event description:
At post operative follow-up, x-rays were taken of the implant. No known trauma to patient was reported. The surgeon noticed that rod had migrated cephalad and was no longer engaged with the tulip head of the s1 screw. The rod is part of an 8 level construct from t10-s1. The rod moved out of bottom screw. The patient is asymptomatic. The surgeon has no plans to take any additional action at this time.

Manufacturer narrative:
The device was not returned for analysis. It remains in the patient.